Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after an inflation with a pta balloon in the central vein, the balloon could not be retracted through the introducer sheath and the balloon partially broke during the removal attempt. The balloon was successfully removed in its entirety with the sheath as a single unit. There was no reported pt injury.